Manufacturer narrative:
Us reporting agent notified on 01/15/2015. Mfg site eval: complaint about 2 sw774t with lot# 51960944 and 51998305. The failure description mentioned (body of sw774t screw is loose from the head when the surgeon insert the screw is loose from the head when the surgeon insert the screw into the pedicle) could not be reconstructed. The holding mechanism of the inlay on both polyaxial screws are intact. Both s4 polyaxial screw 6.0x40mm were inspected microscopically. The inside thread of both polyaxial screws shows visible damage. This indicates a cross thread of the set screw. The tulip of the polyaxial screws are bent up therefore a high extended force must have been applied. Batch history review: both polyaxial screws belong to the new version. The mfg documentation has been checked and found to be according to the specification valid at the time of production. There are no other events reported for batch 51998305 and 51960944. This failure appears to be a user related error.

Event description:
Country of complaint: (B)(6). During insertion into the inner screw, the head of the screw loosened from the body.